Event description:
International affiliate reports the valve was implanted in 2003 and was explanted after about a week. The surgeon reported he removed the valve and found that it had a much too high resistance. Repeated requests were made to affiliate's customer for additional info to determine whether the device was involved in a reportable event. Info that determined this to be reportable was received on 3/4/2004.